Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose level at the time of incident was 432 mg/dl. Customer's current glucose value was 176 mg/dl. Customer reported symptoms related to high blood glucose such as dizziness. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they had insulin flow blocks which was resolved by infusion set change. The auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.